Manufacturer narrative:
On (B)(6) 2017 the medical affairs director made the following analysis: aseptic mobilization of cemented tkr after little more than two years. In a slightly valgus knee patient. The radiograph shows detachment between cement mantle and tibial bone; only one projection is available. With the information available, no conclusion can be drawn as to the root cause of this adverse event, but there is no indication of a faulty implant. Batch review performed on 22 december 2017: lot 147222: (B)(4) items manufactured and released on 16 february 2015; expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex #5/11 mm l ref. (B)(4) lot. 141422 (k140826): lot 141422: 74 items manufactured and released on 29 april 2014; expiration date: 2019-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk tibial tray fixed cemented # 5 l ref. (B)(4) lot. 150915 (k090988): lot 150915: (B)(4) items manufactured and released on 28 april 2015; expiration date: 2020-03-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The cause of pain is unknown. The surgeon revised the insert, tibia and femur. The surgery was completed successfully.